Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for neuropathic pain. It was reported that during the 10 days after implantation, the patient was able to recharge normally with good coupling (at least 4 blacksquare boxes). Then 10 days after implantation, the patient could not get more than 2 coupling bars. There were no environmental or external factors that contributed to the event. The patient was extremely bothered by this issue. Troubleshooting was performed. The charger was replaced with no effect. Manual testing in presence of a rep was performed with no effect. Manual palpation by the physician confirmed that the ins stayed in place and did not seem to have flipped over. An x-ray will be performed in order to check whether or not the ins flipped over. No interventions or actions were taken. The issue was not resolved at the time of this report. The patient was alive with no injury. Additional information was received from the rep reporting that the cause of the coupling issues was not identified. The hcp believed there was a quality issue. The results of the x-ray were not known, however the theory of the ins flipping over was highly unlikely. The patient was quite thin and this was their first ins. The ins was able to be partially recharged, but through very uncomfortable charging sessions by the patient. No other actions we able to be thought of to resolve the coupling issues. The hcp was considering replacing the ins. No further complications were reported or anticipated.